Event description:
A customer reported a loss of phaco power during cataract surgery. The case was completed using reduced phaco power. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system. The company rep replaced the printed circuit board (pcb) controller. The system met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4). This report was mailed to FDA on: 05/08/2014. (B)(4).